Event description:
It was reported to manufacturer, by facility, (B)(6), per facility they were doing a bed to wheelchair transfer, lift was in the high position when the main king pin coming out the top of the scale broke causing the fall which resulted in the injury. Facility claimed they had four 4ptwsc cradles with scales being used in their facility when this incident happened when in fact they did not! The manufacturer records show this facility purchased three 4ptwsc which were exchanged under the recall and they were sent three 6ptwsc (no issues with the 6pt's) records do show we received the 4pt's that were in question and under recall #z-0921-2007. Facility also refused to send back the cradle and scale involved in this incident/injury. Unable to identify the make and model, if it was a 4pt no records were found that this facility had purchased it from joerns. In addition facility state they are going to send back the three 6pt's and want four new 4pt's. Manufacturer issued (B)(4) to make this happen per facility request.

Manufacturer narrative:
Facility refused to send back component in question - an absolutely accurate investigation cannot be completed without being able to physically look at the product that generated this complaint.